Event description:
It was reported that after an interventional revascularization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, after retracting the foot, difficulty was encountered removing the device. The foot was open and closed by cycling the lever, which freed the device for removal. The suture was removed; a hemostasis sheath was inserted, anticoagulants were discontinued for four hours, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the needle plunger remained in the pre-deployed position and there was slack on the link. The anterior and posterior cuffs remained loaded in their respective pockets on the foot. The posterior needle tip remained in the pre-deployed position, indicating that the needle plunger was not deployed. During the return device investigation, the lever was activated to deploy the foot successfully without an issue. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the reported information and analysis of the returned device a conclusive cause could not be determined. All devices are inspected and it is verified that the foot operates smoothly and flush within the guide when the lever is activated. Also, a sample is taken from the lot for destructive functional test to verify the quality of the lot. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there has been no other incidents reported for difficult to remove device. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.